Event description:
It was reported that an ilet user saw a ¿cartridge empty¿ message after changing the cartridge and attempting to fill the tubing, and also encountered a locked screen that did not initially unlock; with coaching, the user unlocked the screen, selected the cartridge change workflow, performed a rewind, reinstalled the tubing, and completed the fill until drops were visible, resolving the issue and indicating the earlier cartridge fill was incomplete. Symptoms included an infusion interruption due to failure to complete the supply change workflow. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed use error during supply change steps and an initial screen interaction issue, with the pump and cartridge components functioning as designed once the proper procedure was followed and tubing was adequately primed. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change leading to inadequate cartridge filling and incomplete tubing prime.